Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs2 (serial: (B)(6)); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported the communicator wouldn't charge but now it's charging and when they went to increase the s timulation it pops up with won't go higher. Patient mentioned they were set at 2.8 and says therapy increase not available when they increase and patient noted they had the setting up to 4.0 at one point. The issue began last sunday. During the call, patient was c onnected to their therapy setting on group a with 2 programs. Agent instructed patient to increase the stimulation and the handset showed therapy increase not available in program 1 and 2. Agent asked, patient denied any recent falls/trauma but mentioned they wacked their head when getting into the car. Patient mentioned program 1 was connected to their left side of their head and when the therapy was at 2 they could feel the stimulation good but know they don't. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead product ID tm91scs2 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the wires shifted, causing a slight bend in the wires. To resolve, they added more groups for them to choose from. That didn't help though. The patient had surgery to replace the wires. They were only two days out since surgery, but they were not getting pain in the back of their head anymore.